Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he tried charging last night for 1.5 hours but it ¿only moved 3/16 of an inch¿ and then went back to zero. The patient mentioned when he was charging he got eight coupling boxes when usually he would have to readjust the antenna a dozen times to get good coupling and it would take 4-5 hours to charge from 20-100%. The patient stated he last felt stimulation prior to (B)(6) and last successfully charged in (B)(6). The patient explained that he hadn¿t used the implant because it didn¿t do him any good and he would use it on and off to see if the therapy would better itself but it never did so the patient gave up. The patient was getting the poor communication screen on the programmer. The patient was directed to their healthcare provider to address the possible overdischarge. The indications for use were spinal pain and post lumbar laminectomy syndrome. Additional information was reported by a hcp on (B)(6) 2018 that the patient was unable to verify their MRI eligibility because the patient was having issues with their patient programmer. Per the calling hcp, the consumer stated their implantable neurostimulator (ins) battery had not been charged and the battery had not been working for a year. No further complications were reported. Additional information was received from the patient. It was reported that as of (B)(6) 2018, patient was waiting for an appointment to jump charge on their programmer battery. Patient needed to have a mrcp and MRI testing. Patient 's battery had not been charged for 1 year, battery was dead = can't get MRI mode. No further complications were reported/anticipated. Additional information was received from the consumer. Patient reported the battery was removed on (B)(6) 2019 and patient no longer has it inside them.